Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Zeltiq initiated a voluntary discontinuation and recall of parallel plate applicators for the coolsculpting® system due to the observance of an increased rate of paradoxical hyperplasia (ph) associated with these applicators during a recent analysis of data from the 2019-2021 timeframe. These applicators are sold under the brand names coolcore, coolcurve, coolcurve+, coolmax and coolfit. Initial telephone contact: (B)(6).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2021 to the inner thigh using cooladvantage coolfit applicator and to the infrascapular area using the cooladvantage, coolcurve plus applicator. Patient was presented with paradoxical hyperplasia (ph). On (B)(6) 2021, the patient underwent corrective liposuction and presented with ph post corrective surgery (recurrence ph).

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Zeltiq initiated a voluntary discontinuation and recall of parallel plate applicators for the coolsculpting® system due to the observance of an increased rate of paradoxical hyperplasia (ph) associated with these applicators during a recent analysis of data from the 2019-2021 timeframe. These applicators are sold under the brand names coolcore, coolcurve, coolcurve+, coolmax and coolfit. E1 (telephone contact): (B)(6). Additional informatioin and/or correction: b3 (date of occurrence) and b7 (date of patient surgery for liposuction corrected to 2022).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2021 to the inner thigh using cooladvantage coolfit applicator and to the infrascapular area using the cooladvantage, coolcurve plus applicator. Patient was diagnosed on (B)(6) 2024 with 2nd patient request of paradoxical hyperplasia (ph). On (B)(6) 2021, the patient underwent corrective liposuction and presented with ph post corrective surgery (recurrence ph).

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 21jul2024.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2021 to the inner thigh using cooladvantage coolfit applicator and to the back bra fat area using the cooladvantage, coolcurve plus applicator. Patient was diagnosed on (B)(6) 2024 with 2nd patient request of paradoxical hyperplasia (ph). On (B)(6) 2021, the patient underwent corrective liposuction and presented with ph post corrective surgery (recurrence ph). Abbvie medical professionals confirmed ph in the bilateral inner thighs area.